Event description:
It was reported that an unspecified sensor issue occurred. Date of event is an approximation. On (B)(6) 2024, the patient was getting help with pairing and an accuracy issue, and she was tired and spent time troubleshooting the insulin pump settings with that device manufacturer before this call. During the call, she referenced an event with the cgm (continuous glucose monitor) and the insulin pump which occurred in april 2024. The conversation moved back and forth between the troubleshooting conversation for the current sensor session and describing what had occurred months earlier. The patient said she was receiving medication for an unrelated medical condition and did not remember details of what occurred when she lost consciousness in mid (B)(6) 2024. Although the cgm displayed low values according to her spouse, the patient did not hear the alarm and lost consciousness. The cgm was reading 40 mg/dl and the blood glucose was not checked because the spouse could not wake the patient. The emergency services line was called 911. In the hospital, the nurse gave 2 glucoses. The sensor and tandem t:slimx2 insulin pump were reportedly removed. The patient did not know the bg (blood glucose) values or treatment details in the hospital. She was admitted approximately (B)(6) 2024 to ICU (intensive care unit) for 3 days and to a lower level of care for two days and was discharged on (B)(6) 2024. At the time of the report 3 months later, the patient had recovered. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. Data investigation could not confirm an unspecified sensor issue. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.